Event description:
It was reported that dislodgement and failure to capture were observed on the right ventricular lead; the patient was noted to have chest pain. On (B)(6) 2018 the lead was explanted and replaced successfully. The patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.